Event description:
During case surgeon attempted to use the irrigator but the irrigator would not pump fluid through the tubing. Pulsewave irrigation set was changed and no other problems with irrigation developed.